Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal cracked and would not protect the bleeding. A replacement unit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation: maquet cardiovascular received the device and performed the investigation. Visual inspection revealed that three seals were received, all completely unraveled, with some evidence of blood on them. Since the seals were already completely unraveled, cracks or the inability to maintain hemostasis could not be determined. Based upon the visual observation, the reported complaint "seal cracked" was not confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to the reported failure mode. (B)(4).